Event description:
Received notidication via vha urgent recall notice dated 9/8/93 on 9/14/93 regarding recall of laparotomy sponges lot #'s 100 - 1434. Products pulled on 9/14/94. 9/17/93 notified mfg. Representative that sterile products unavailable. Plan established to maintain service. Ordered sterile stock from other companies. Used pre-packaged sterile supplies. Report to surgery chief and infection control function. Source of problem: sterilization of product.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.